Event description:
Very small piece of "the grate" on the tip of a reprocessed mitek vapr 90 broke off while the surgeon was working. Reprocessing company notified and instrument was sent out for inspection/quality control check. FDA safety report ID# (B)(4).